Event description:
An optometrist reported a patient with cystic epithelial ingrowth at eleven day lasik post-operative visit. This report references the left eye. An additional report will be filed for the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).